Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was missing the blue ring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation